Event description:
After using the icy hot medicated back patch for 2 days, I had multiple rash/skin irritations all over my back and front chest. Where the patch was located was a first degree burn and the other skin irritations look as if they are the result of heat rash. The irritations are very itchy and the area where the patch was palced is very sensitive to touch. Extra strength icy hot patch - back used three days in 2008. Dose or amount: 2 patches, frequency: once a day, route: top. Dates of use: 2008. Diagnosis or reason for use: back muscle strain. Event abated after use stopped or dose reduced? Yes.